Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device inspection, it was observed that the duodenovideoscope's distal end had a crack and that the inside of the light guide lens contained foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) years since the subject device was manufactured. Based on the results of the investigation, olympus considered that the event (distal end cracked) possibly occurred when physical stress by hitting/dropping distal end was applied to the device. According to event "foreign material adhered to inner light guide-lens, possibly moisture invaded the light guide lens from the detected leak point, resulting in corrosion. The user may prevent occurrence of the event 1 by handling the device according to the following instructions for use. Important information. Please read before use. Warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The user may prevent occurrence of the event 2 by handling the device according to the following instructions for use. Reprocessing manual. Reprocessing the endoscope (and related reprocessing accessories). Leakage testing of the endoscope. Perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.